Event description:
In 2008, the pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. The contralateral leg component deployed outside of the gate hole of the trunk-ipsilateral leg component. A second trunk-ipsilateral leg component was implanted to reline the original device, an unplanned aorto uni-iliac procedure was performed, and a femoral bypass was performed. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Unplanned aorto uni-iliac procedure.